Event description:
The complainant reported that the clinicians were performing a therapeutic ureteroscopy procedure on a male pt. During this procedure, one of the basket wires broke as the clinicians were trying to retrieve the stone. The clinicians then obtained a second device, but again one of the basket wires broke when trying to retrieve the stone. Please reference attached medwatch report number 3005099803-2009-00534 which documents this second device used in this pt procedure. The clinicians then obtained a third device, but one of the basket wires broke when trying to retrieve the stone. Please reference attached medwatch report number 3005099803-2009-00535 which documents the third device used in this pt procedure. The clinicians then obtained a fourth of the same device and successfully removed the stone from the pt. The complainant reported that this procedure was completed with no pt complications.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates cannot be determined. Info was completed by the manufacturer based on info obtained from the complainant. This device has been received but an eval has not yet been performed; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant info received, a supplemental medwatch report will be filed.